Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f19a0289. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed. The root cause of this investigation is considered customer preference, as the customer prefers one type of scalpel over another. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the clinician received a cut when trying to get the clear plastic slider to go up and cover the blade. He was sent to the ed for stitches.